Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in late 2008 that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a male patient ten days prior. According to the complainant, one hour into the procedure, the cute wire broke inside of the patient. The wire was still attached to the device, and the physician was able to pull it out. The procedure was successfully completed with another device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."